Manufacturer narrative:
The investigation was able to reproduce the customer¿s results. Based further investigation, the measured troponin t hs result in the affected sample is considered to be a true positive value. The presence of an interference could not be shown. The investigation is ongoing.

Manufacturer narrative:
The investigation confirmed the high troponin t hs value by serum fractionation. The negative troponin I value was confirmed using a competitor's troponin I hs assay.

Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys troponin I immunoassay on a cobas 8000 e 602 module. The troponin I value did not fit with the patient's clinical picture as other cardiac values of the patient were elevated. The patient sample resulted with a troponin I value of < 0.100 ng/ml accompanied by a data flag. The value was reported outside of the laboratory and the cardiologist did not trust the value. The <0.100 ng/ml value was reproducible. No adverse events were alleged to have occurred with the patient. The e602 analyzer serial number is (B)(4).